Event description:
It was reported that patient experienced an event of infusion set bent cannula which led to blockage on (B)(6) 2026. The infusion set has been in use for one day. The blood glucose level was 183mg/dl, and the patient was treated with insulin pump.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.